Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise. The lead was found to have a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.